Manufacturer narrative:
Product analysis: analysis could not confirm the incoming report that the external pulse generator (epg) no longer gave pacing pulses. The unit passed all incoming testing. It was found that both bail covers were cracked. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) no longer gave pacing pulses. The epg has been returned for service. No patient complications have been reported as a result of this event.